Event description:
It was reported that the physician used the spider fx while carrying out a procedure in the internal carotid artery as per IFU. It was reported that the physician encountered resistance loading the spider filter. It was reported that part of the device was broken, however, no intervention was reported to remove the spider from the patient. The procedure was completed using another device. No patient injury reported.

Manufacturer narrative:
Evaluation summary the spiderfx embolic protection device duel ended catheter was received for evaluation within a sealed plastic pouch that included the spiderfx opened labelled pouch. A 0.014¿ guidewire was loaded through the distal end of the recovery catheter end of the duel ended catheter. No spiderfx distal assembly/basket present. A 0.014¿ guidewire was loaded through the distal end of the delivery catheter end of the duel ended catheter. No spiderfx distal assembly was noted in the transparent section of the delivery catheter. Without the spiderfx capture wire, distal assembly/filter, photographs of the distal assembly/filter separated from the capture wire, or cines of the distal assembly/filter separated from the capture wire the reported event cannot be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.